Event description:
It was reported that the patient experienced a shocking or jolting sensation on the day of the report and wanted to know if this could hurt the device. She was leaving from purchasing a car and they forgot to take out the security device from the box she was holding. She opened the door and felt the shocking sensation and also set off an alarm in the store. The patient confirmed her stimulation was on at that time and noted that stimulation felt like it was faster than before. She had not contacted her healthcare provider (hcp) yet about the event. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mrwj, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)